Event description:
During baxter's evaluation a device alarmed for a system error 322 during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log shows three occurrences of a system error 322. The history log shows that after the system error 322 the unit was powered off by a user as indicated in the log as "pump off". The upper and lower aux were out of specification. The upper and lower aux were replaced.